Event description:
It was reported the procedure was to perform a cross over stenting of the calcified and tortuous right external iliac artery with a puncture of the left common femoral artery. When the 7.0 x 80 mm absolute pro self expanding stent system (ses) was removed from the packaging it was noted the stent was prematurely deployed [flowered]. A 7.0 x 60 mm absolute pro ses was advanced to the target lesion over a 0.035 guide wire and deployment initiated, however, the stent only deployed approximately 2-3 cm and then the thumbwheel became stuck. The introducer sheath was moved forward and the stent shaft was pulled on to remove the system. Slight resistance was felt as the shaft progressed through the long introducer and the ses with the partially deployed stent was removed. An 8.0 x 60 mm absolute pro was advanced; however, the same issue occurred. The physician tried to break the handle in order to release the stent however was unsuccessful. An attempt was made to advance the introducer sheath to recapture the stent however the stent fractured. The system was removed and a portion of the stent remained in the anatomy. The common right femoral artery was punctured in order to place a stent graft to cover the separated stent. A delay in the procedure was noted due to the device issue. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the calcified and tortuous anatomy resulted in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Interaction/manipulation of the compromised device resulted in the noted device damages (bent hypotube, multiple stent sheath kinks) contributing to the reported mechanical jam and the reported activation/deployment failure. Interaction/manipulation of the compromised device during removal resulted in the noted stent damages (separated distal stent tabs, bent/stretched struts) and ultimately resulted in the reported/noted stent material separation. As reported, the common right femoral artery was punctured in order to place a stent graft to cover the separated stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.